Event description:
It was reported that during a laparoscopic sigmoidectomy, the doctor felt that the resistance was much lower than usual when the firing knob was returned to the home position after the 1st firing. Then, it was found that the knife remained at the distal end. The target tissue was cut and stapled properly. The staple height was blue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.